Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a procedure. According to the complainant, during the procedure, the snare would not open or close on initial use. Attempts to obtain additional information regarding this event were unsuccessful. Investigation results revealed the handle cannula detached, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Investigation result of handle cannula detached. Investigation results: visual evaluation of the returned device found that the handle cannula was detached and the catheter was severely kinked on two areas. Evidence of torque was present on the handle cannula. Functional testing could not be performed due to the handle cannula detachment. The device investigation found that the handle cannula was detached, this condition does not allow the device to be actuated. The most probable root cause of this event is manufacturing. A device history record (DHR) review was performed and no deviations were found.